Event description:
During an unattended home sleep study the embletta device heated up. This was caused by a battery short-circuiting. The patient's spouse opened the battery compartment and took out the battery. The battery was hot and the pt felt like their finger was burned so the pt ran it under cold water. What was left on their finger was a rough area where the pt had touched the battery.